Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of cobra deformation of an amplatzer septal occluder device could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6). 2021, a 30 mm amplatzer septal occluder was selected for implant. Once inside the patient, it was observed while deploying the device, that a cobra deformation occurred. The device was retracted and replaced with a 34 mm amplatzer septal occluder. The replacement device was successfully implanted to resolve the event. The patient is stable.